Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs). The sensor output was monitored with a multimeter and found to be as expected. Calibration was passed. Release testing was performed and the epgs displayed accurate values for each setpoint and the o2 sensor output was steady throughout. It was determined that the o2 sensor operated to specification.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, a known good epgs was also used for testing during troubleshooting. The suspect o2 sensor was placed into the known good epgs and failed calibration, while the known good o2 sensor was placed into the suspect epgs and calibration passed; determining that the o2 sensor was the cause of the reported issue.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.